Event description:
Employee ¿cracked¿ the heel warmer, per instructions. The heel warmers contents exploded out of the top and landed on employee. This included the content getting into her right eye. The employee was seen by employee health and cleared to return to work.